Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cutter did not work. The timing of the event and the patient impact are unknown at this time. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The fluidics assembly was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 21, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed the fluidics assembly. The manufacturer internal reference number is: (B)(4).